Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an ECG malfunction, power test failure, therapy errors, and failure to run operational check. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported an ECG malfunction, power test failure, therapy errors, and failure to run operational check. There was no reported patient or user involvement and no adverse patient/user impact. It has been determined that there are multiple causes to the reported problems. As such this report has been split. This report addresses the therapy errors. 1218950-2018-08382 addresses the ECG malfunction and 1218950-2018-08397 addresses the power test failure.